Manufacturer narrative:
Per visual inspection: missing dosing window and lot number is worn off. No physical damage noted to cap or cartridge holder was noted. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. The screw is not bent. However, the inpen screw retracts into inpen when trying to dial a dose. Extremely difficult to rewind leadscrew. Unable to perform functional test due to leadscrew anomaly. In conclusion: per dennis berg san diego investigation: debris was lodged between electronics housing and dose dial. Causing the leadscrew to retract and extend when dialing. This can affect insulin delivery. Therefore, the customer complaint of leadscrew anomaly was confirmed due to dust/debris. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pen screw was not moving as intended. Customer was unable to use their inpen because plunger was not working. Trouble shooting was performed, issue persisted. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.